Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen on the insulin pump is foggy and the pump is not taking new batteries. Customer stated that he changes them about twice a week and the label fell off the pump. Customer stated that it was not moisture and that the screen was foggy due to scratches caused by normal wear and tear. Customer stated that there is no damage on the body of the pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that the bumper is also missing and it is hard to read the screen because it is foggy. Customer stated that the sometimes the battery will last and sometimes he has to change it twice a week. Customer stated that the batteries are new. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.